Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
The physician stated that the tip declamps arc too easy. Three devices were used in this procedure. No other patient adverse effects were reported.

Event description:
The physician stated that the tip declamps arc too easy. Three devices were used in this procedure. No other patient adverse effects were reported.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the introducers revealed the tip of the right introducer to be bent. No abnormalities were noted with the returned altis sling. The information received indicated that the tip declamps arc to easily. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.